Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. The device was setup per the dfu and all of the functionalities of the device were checked for conformance. There were no issues with priming and no errors were noticed. Functional analysis was done by completing the aspiration testing of the device. The device is tested by using a 100 ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows is subtracted from the starting milliliters and the final number is the total that was aspirated (100 ml¿ 64 ml = 36 ml). Test results showed that the device did perform as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4)

Event description:
It was reported that a loss of aspiration occurred. A 2.4 mm jetstream® xc atherectomy catheter was selected for use in the superficial femoral artery (sfa). The device was successfully primed and was advanced in the patient's body. Just before entering into the very small lesion in the sfa during the first 20 seconds, the device sounded "sluggish". The physician noted the rpms were not where they should be. The lesion was treated a couple of times without using max blades; however it didn't sound great and the procedure was stopped. No error message was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and there were no issues with the patient post procedure.